Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the "start in 60 minutes" activation message occurred repeatedly with the adc freestyle libre sensor, and the sensor did not start. The customer experienced unspecified "severe hypoglycemia", and was treated with glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported that the "start in 60 minutes" activation message occurred repeatedly with the adc freestyle libre sensor, and the sensor did not start. The customer experienced unspecified "severe hypoglycemia", and was treated with glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage observed on the sensor patch. Observed sensor plug was not seated properly in mount (indicating improper assembly by user). Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (initial factory state). Therefore, it is not confirmed to use as a sensor plug not fully seated.